Event description:
A distributor reported that a customer experienced a cracked and shattered touchscreen on their pump, rendering the touchscreen unresponsive. There was no information provided on the impact to the customer's blood glucose level. The customer was informed that the pump needed replacement, and technical support arranged for a new pump to be sent. The customer declined to provide details on what backup therapy they would use in the meantime. The original pump was still under warranty, and the customer was instructed to return it to tandem using a pre-paid label.